Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The root cause of this failure is attributed to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument was not clipping or releasing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. Issue occurred while the surgeon attempted to clamp on a vessel which led to an incomplete clip. Medium/large teleflex clips were used for the procedure. The vessel was not greater than what is specified in the IFU. Issue occurred on the 1st attempt. A backup was used to resolve the issue. The instrument is available for return however no photos are available.